Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery became hot to touch and subsequently the pump no longer worked. There was no reported adverse impact to customer¿s blood glucose level. The customer declined further follow up from tandem technical support.